Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The returned complaint device was visually inspected and no defects were found. A hardware error code was observed during a review of the downloaded data log. The reported event of a hardware failure was confirmed. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the patient to reset the device on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.